Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is scratch on pump screen. The customer stated that he cannot read screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked case, cracked belt clip slot and cracked battery tube threads.